Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Blood glucose value was 426 mg/dl; treated with manual injection. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. The alarm history showed a motor error alarm on 02/15 and another one on (B)(6). Customer was advised to discontinue the use of the device and revert to a backup plan. Customer's father was advised the insulin pump would be replaced and agreed to return the product for analysis.